Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade could not be conclusively determined.

Event description:
Related manufacturer report number: 3008452825-2018-00243. During a left atrial appendage occlusion (laao) procedure a cardiac tamponade occurred. While verifying the position of the amulet the patient became hypotensive. An echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.